Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: szedlak p, virdi a, cacciottolo p, shepherd s, pettit s, falter f. Cardiac transplantation following cobalt cardiomyopathy from bilateral metal-on-metal hip replacements. Case rep anesthesiol. 2022 jun 8;2022:3373363. Doi: 10.1155/2022/3373363. Pmid: 35721672; pmcid: pmc9200583. Objective/methods/study data: a fifty-two-year-old male, underwent heart transplantation at our center after four years of developing progressive heart failure symptoms due to cobalt toxicity-related cardiomyopathy. The patient underwent sequential left and right depuy (depuy synthes; raynham, ma, u.s.) Mom hip replacements for osteoarthritis in the united states in 2009 and 2011, respectively. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk hip acetabular construct and unk hip femoral construct adverse event(s) and provided interventions possibly associated with unk hip acetabular construct (qty.1) (n=1) elevated serum chromium and serum cobalt detected, treatment: a redo hip replacement to remove the cobalt-chromium alloy hip prostheses. (N=1) periarticular metallosis treatment: removal and replacement of hip prosthesis. (N=1) osteolytic lesions treatment: removal and replacement of hip prosthesis. (N=1) cardiomyopathy treatment: not mentioned. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct (qty.1). (N=1) elevated serum chromium and serum cobalt detected, treatment: a redo hip replacement to remove the cobalt-chromium alloy hip prostheses. (N=1) periarticular metallosis treatment: removal and replacement of hip prosthesis. (N=1) osteolytic lesions treatment: removal and replacement of hip prosthesis. (N=1) cardiomyopathy treatment: not mentioned. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct (qty.1) (n=1) elevated serum chromium and serum cobalt detected, treatment: a redo hip replacement to remove the cobalt-chromium alloy hip prostheses. (N=1) periarticular metallosis treatment: removal and replacement of hip prosthesis. (N=1) osteolytic lesions treatment: removal and replacement of hip prosthesis. (N=1) cardiomyopathy treatment: not mentioned. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct (qty.1). (N=1) elevated serum chromium and serum cobalt detected, treatment: a redo hip replacement to remove the cobalt-chromium alloy hip prostheses. (N=1) periarticular metallosis treatment: removal and replacement of hip prosthesis . (N=1) osteolytic lesions treatment: removal and replacement of hip prosthesis. (N=1) serum cobalt and chromium levels were elevated treatment: removal and replacement of hip prosthesis. (N=1) cardiomyopathy treatment: not mentioned.